Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7071098. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7071096.

Event description:
It was reported that patient developed a worsening of parkinson's disease. The patient was admitted into the hospital and was treated with medication and stimulation was adjusted. The issue was resolved and the patient was discharged. The physician assessed that the event was possibly related to stimulation and was not related to hardware and procedure.